Event description:
It was reported that two unknown set screws migrated post-operatively. A revision surgery was performed; however it was reported that this was due to other medical reasons unrelated to this event. This report captures the second of two unknown set screws.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.